Event description:
Treatment was attempted on a lesion in an extremely calcified rca. The vision was advanced and persistently pushed against resistance (contrary to IFU), but it would not cross and was removed. Upon visual and fluoroscopic examination after its removal from the patient, it was noted that the stent had separated in the mid rca. Efforts were made to advance a guide wire through the stent in order to deploy it in the vessel, but they were unsuccessful. Because the rca had not been treated and because the patient had 3-vessel disease, it was decided to take the patient for surgical bypass instead of continuing retrieval attempts.